Event description:
It was reported that the right atrial (ra) lead exhibited noise. Programming changes on the atrial sensitivity was suggested; no changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.